Manufacturer narrative:
Combination product: yes.

Event description:
A dipole sensing decreased to less than 1mv was seen 1 week post implant. Revision performed and lead was repositioned. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.